Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a power supply issue. As a result, the power supply was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a battery depleted error. The alternating current light did not illuminate. There was no patient involvement, no patient injury was reported.